Manufacturer narrative:
Other, reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed evidence of the reported event. A functional test was performed to further investigate the reported issue. The pump was found to be displaying "1871" error code message on power up when batteries were inserted. Found motor locks up not rotating when a prime key is pressed. A fault motor will be replaced.

Event description:
It was reported that a smiths medical pump displayed a lec 1871 alarm. No adverse patient effects were reported.